Event description:
On (B)(6) 2017, the subject device was explanted as it was close to reaching the recommended replacement time. Before explantation: the subject device was programmed in vdd mode because of some capture issue in the atrial lead. During the interrogation on (B)(6) 2017, a standby message was displayed, then the mode changed to ddd.

Event description:
On (B)(6) 2017, the subject device was explanted as it was close to reaching the recommended replacement time. Before explantation: the subject device was programmed in vdd mode because of some capture issue in the atrial lead. During the interrogation on (B)(6) 2017, a standby message was displayed, then the mode changed to ddd.